Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during device analysis. The customer reported complaint was confirmed. The downstream occlusion(dso) seal was degraded and the dso sensor damged. Both dso seal and sensor was replaced.

Event description:
It was reported that there was bubbled dso (downstream occlusion) seal. The event happened during testing.